Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: removal/snaring of dislodged stent from pt. Device issue: stent dislodgement. It was reported that device would not cross the lesion in the tortuous anatomy. The 2.0x15 mini vision stent dislodged in the left main artery was retrieved with a snare device. No pt effects were reported. No additional event or pt info is available.

Manufacturer narrative:
Quality engineering was unable to complete their investigation at the time of this report. The results will be provided upon completion. Evaluation summary: quality assurance analysis revealed that the catheter was returned with blood in the guide wire lumen and thick, crystallized contrast on the shaft, in the inflation lumen, in the sidearm, and in the balloon. The stent had dislodged from the balloon. There were three struts in the first row of distal struts that were bent. There was one strut in the first row of distal struts that was twisted. The proximal end of the stent was mangled. There was a green substance wrapped around the mangled proximal struts. There was no other damage noted to the stent. The balloon was loosely folded. There were crimp marks on the balloon between the markers. There was a kink in the shaft 5.7 cm distal to the guide wire exit notch. There were multiple bends and kinks throughout the entire length of the hypotube. There was no other damage noted to the catheter. The tip seal length was measured and met manufacturing criteria. Due to the severe damage noted to the stent, only the distal and middle stent outer diameters were measured. A laser micrometer was used to measure the stent outer diameters and they were found to be oversized. The device was send to the lab for further analysis. Quality engineering was unable to complete their investigation at the time of this report. The results will be provided upon completion.